Event description:
Pt was implanted with ti cann lateral entry femoral nail-ex construct on (B)(6) 2011 following a major car accident injury or (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. The nail was exchanged without incident or harm to the pt.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested.